Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processing computer module. The system operates as intended.